Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported the hospitalization. Customer was having problems programming the insulin pump. Customer had to remove the insulin pump during the hospitalization. Caller stated that the customer notices drops of insulin after holding down the act button and filling the infusion set. Assisted customer with prime process. The blood glucose reading at the time of the event was 330 mg/dl. Customer experienced discomfort and pain. Customer eyes and head was hurting. Customer received chest x-rays. Diagnosed with pneumonia. Hospital treated with insulin. Nothing further reported.